Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported via an intraocular lens (iol) reply/implant card "damaged lens never put in eye." Additional information has been requested.

Manufacturer narrative:
The initial report indicated a damaged lens. The corrected/additional information received indicates that the lens was noticed to be folded in half upon opening the wagon wheel. If the additional information that the issue was noticed upon opening the package had been received prior to the initial report the event would not have been reportable to the FDA. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the lens was noticed to be folded in half upon opening the wagon wheel. The procedure was completed with another lens.